Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, when testing the fluid air exchange, no air was supplied. The procedures scheduled for the day were canceled.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The low pressure air source (lpas) was replaced to resolve the reported event. The system was then tested and met all product specifications. The system was manufactured on july 7, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming lpas. (B)(4).